Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on 12/09/2015 to report that a (B)(6) female patient had a skin irritation. The patient's skin irritation was located on her back under the therapy electrode pads and was starting to move around her body. The irritation was itchy and burning. The patient applied a lotion to the affected areas. The patient's physician recommended a cream for the patient to use on the irritation. The medical outcome of the skin irritation is unknown.